Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred. Reportedly, the customer was unsure of the amount of insulin that the cartridge had been filled with. Blood glucose level was 318 mg/dl. Reportedly, a new cartridge was loaded successfully and insulin delivery was resumed.